Event description:
Admission s/p hernia repair with fistula. To or for repair. Returned or for repair evisceration. Mesh placed prior to event date, in the event date mesh tore. Return to or, mesh replaced in the following month - 2nd event, or replaced mesh again. Pmh: htn, obesity bmi 33.4, smoker.